Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report by a healthcare professional from (b)(64) of bacterial peritonitis in a subject coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Pd therapy was ongoing. On (b)(64) 2009, the subject was hospitalized for peritonitis without septicemia. The cause of the peritonitis was not reported. On (B)(6) 2009, the subject began remedial treatment for the bacterial peritonitis with gentamicin ip and vancomycin ip (dose not reported). On (B)(6) 2009, gentamicin and vancomycin were discontinued. On (B)(6) 2009, the subject was discharged from the hospital. This peritonitis event resolved on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.